Manufacturer narrative:
Per the patient's surgeon, the internal device was explanted on (B)(6) 2014, due to persistent skin flap breakdown. There are no plans to reimplant the patient with a new device as of the date of this report, november 4th, 2014.

Manufacturer narrative:
This report is filed december 13th, 2014.

Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient underwent surgery (B)(6), 2014 due to an infection at the implant site. The implanted device remains.